Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of death, myocardial infarction, thrombosis and ventricular tachycardia are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. The patient presented with segment elevation myocardial infarction (stemi); therefore, a 3.5 x 16 mm graftmaster covered stent was implanted on (B)(6) 2019. The patient was discharged from the hospital on (B)(6) 2019. However, the patient was re-hospitalized on (B)(6) 2019 and presented with abdominal pain and constipation. It was also noted via angiography that there was 100% in-stent thrombosis. The patient then experienced ventricular tachycardia and cardiac arrest approximately 8 hours after admission. In addition, they experienced changes in the electrocardiogram (EKG), which were notable for inferior stemi. The troponin level was also elevated. The patient then expired on (B)(6) 2019. No additional information was provided.